Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer has received multiple intermittent occlusion alarms. Reportedly, the customer has been able to clear the alarms and resume insulin delivery successfully. The customer changed their cartridge and infusion set and continued to receive occlusion alarms. There was no impact to the customer's blood glucose level. During a system check with tandem technical support, it was determined that the suspected cause may be due to an air leak within the pump. Reportedly, the customer has manual injections available as alternate insulin therapy.